Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the al326 clips kept falling off vessel. The device was replaced with another al326 and the case was completed. There was no consequence to the pt.